Event description:
It was reported to boston scientific corp that a ultratome xl sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the tome bowed once, made a cut and then was unbowed. When attempting to bow again, the wire was broken. It detached from one end and was sticking straight up. No wire parts fell into the pt. The procedure was completed with another ultratome xl sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).